Event description:
This event was reported as calcification, stenosis, regurgitation and congestive heart failure. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed extensive calcification within each cusp which resulted in stenosis of the effective orifice area. Host tissue overgrowth fused each attachment site and encroached onto each cusp which contributed to stenosis of the valve. X-ray analysis revealed calcification within the belly and free margin of each cusp. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the sysmptoms noted clinically. H6: 86= x-ray analysis. F9: 13 years.